Event description:
The customer reported alarms, identified as alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact on the customer¿s blood glucose. Technical support instructed the customer to adjust tubing and administer a bolus, confirmed the presence of an insulin ball, and recognized recurring occlusion alarms. They assisted in filling and loading a new cartridge. No visible damage to the cartridge was found. The customer changed supplies as necessary and resumed insulin therapy.